Manufacturer narrative:
Pr# 8921426 follow-up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of "crack in filter tubing" could not be verified due to the product not being returned for failure investigation. A device history record review for model 10011865 lot number 22129148 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information: material #: 10011865, batch #: 22129148. It was reported by the customer that there was a crack in the filter tubing on female end found upon observation. Verbatim: rcc received complaint via email. Email(s) attached. Describe the event or problem: crack in filter tubing on female end found upon observation. Response received on 25-sep-2023: 1. What type of procedure was being performed? Medication administration. 2. What solution/medication was used during the incident? D12.5 with additives. 3. Please confirm if this was noted before use or during use? During. 4. Was there any leakage inspected? Crack in filter tubing on female end found upon observation. 5. Please advise the quantity of defective product. 6. What was the patient outcome? Defective tubing removed, new tubing utilized. 7. Was there any adverse event or serious injury reported?no. 8. Was the procedure completed as planned? If so, how was it resolved? Defective tubing removed, new tubing utilized.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd extension set smallbore there was a crack. The following was received from the initial reporter: describe the event or problem: crack in filter tubing on female end found upon observation. Response received on 25-sep-2023: was there any adverse event or serious injury reported?no.